Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received.

Manufacturer narrative:
Brand name: uretex sup urethral support system. Catalog # 485013. (B)(6).